Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 250 mg/dl. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.